Manufacturer narrative:
This report is submitted on june 13, 2019.

Manufacturer narrative:
This report is submitted on may 20, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to an extrusion of the receiver/stimulator out of the skin. The patient was not re-implanted with another device.